Event description:
It was reported that (1) tlc75 was used during a thoracotomy procedure. It was reported by the affiliate that the device fired and stapled 3/4 of the way. The device still had unused staples in it. The knife only advanced part way. Opened another device to complete the case. There was no consequence to pt.